Event description:
It was reported that the patient underwent heart transplantation and pump extraction on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1/h1: report type corrected to malfunction. Section d3: manufacturer contact corrected. Section d4: model/catalog numbers corrected. Section e1: (B)(6). Section g1: manufacturer contact corrected. Manufacturer's investigation conclusion: (B)(6) was returned assembled with the pump cable severed approximately 7.0¿ from the pump header. The distal portion of the pump cable and the modular cable were returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook contain information on how to clean and care for the driveline. These documents instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no allegation against the device.